Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead, passing the ra lead through the superior vena cava (svc) was difficult resulting in perforation. There was difficulty in inserting the right ventricular (rv) lead near the svc wall. Attempts were made to adjust the sheath by pulling back or advancing it further, but these were unsuccessful. It appeared that the sheath was kinked again, so dilation was performed using a dilator. A guidewire was inserted, the lead was inserted and passed through the svc, but its movement was poor. Contrast imaging revealed a perforation and were halted by the fat membrane. The sheath and lead were not removed and the patient was transferred to another hospital for surgical intervention. A thoracotomy was performed to control the bleeding. Hospitalization was prolonged and the implantable pulse generator (ipg) system was replaced after one week. No further patient complications have been reported as a result of this event.